Event description:
Event was reported as: complaint alleges that the sleeve broke very quickly and after the installation of the aquapak there was a leak. Another device was successfully used. No pt injury was reported.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report. A f/u investigation report will be sent when completed.